Manufacturer narrative:
Concomitant patient medications - aspirin, etodolac, fluticasone, glipizide, lisinopril, lovastatin, metformin, pyridostigmine, stool softener, tamsulosin. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2010, the patient underwent treatment of a ruptured 9 cm abdominal aortic aneurysm (aaa) with retroperitoneal hemorrhage. It was reported four gore® excluder® aaa endoprostheses were implanted for treatment of the ruptured aaa. On (B)(6) 2016, after coil embolization to repair a type ii endoleak originating from the inferior mesenteric artery, final imaging reportedly showed evidence of a possible small right-sided iliolumbar artery endoleak. This event was previously reported under medwatch report # 2017233-2017-00649. On (B)(6) 2017, follow up imaging showed the aaa measured 7.5 x 7.6 cm (compared to 7.4 x 7.5 cm previously on (B)(6) 2016). It was reported imaging also showed high density within the aneurysm sac on delayed images, likely representing a persistent type ii endoleak. On (B)(6) 2017, follow up imaging showed the aaa measured 7.8 x 7.8 cm. It was reported the imaging redemonstrated the type ii endoleak with evidence of increased contrast density. It was further reported that no definite origin of the type ii endoleak was identified; however, the area of contrast reportedly correlates to the level of the l2 lumbar artery. The (B)(6) 2017 imaging also reportedly showed the right common iliac artery measured 2.9 cm, compared to measuring ~2.7 cm on (B)(6) 2016. It was reported the imaging also showed the distal aspect of the right common iliac artery device was malapposed, resulting in small distal type I endoleak on the contralateral leg component (pxc201000/05945176) implanted in 2010. On (B)(6) 2016, follow up imaging reportedly showed aaa enlargement (amount unknown) from the type ii endoleak. It is unknown if there was evidence of the distal type I endoleak on the december 6 imaging. On (B)(6) 2018, translumbar artery coil embolization was performed to treat the type ii endoleak. It was reported final imaging showed no evidence of endoleak, and the embolization resolved the type ii endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Corrected date of follow up imaging from (B)(6) 2016 to (B)(6) 2017.

Event description:
On (B)(6) 2017, follow up imaging reportedly showed aaa enlargement (amount unknown) from the type ii endoleak. It is unknown if there was evidence of the distal type I endoleak on the (B)(6) imaging.